Event description:
A customer contacted beckman coulter inc. (Bci) regarding lower than expected results for unconjugated estriol generated by the access 2 immunoassay system. The result was not reported out of the laboratory. The sample was repeated in duplicate and recovered higher results within a different clinical range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was on-site (B)(6) 2011 and replaced the transducer due to noise during high power phase. All adjustments were successfully completed.